Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2016, the device showed an 81% battery capacity and a remaining longevity estimate of 6.9 years to eri. However, on the (B)(6) 2016 merlin.net transmission, the battery capacity dropped to 22% with a remaining longevity of 1.9 years. No therapies or capacitor maintenances had occurred between the two dates to justify the significant battery drop. The device was explanted and replaced. Patient was stable before, during, and after the procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.